Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to fluid loss and the patient not being able to inflate the device. It was found that there was a fracture in the tubing to the pump which was the location of the fluid loss. A new ipp device was implanted.